Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "the tip was charred" (charred). The nurse reported the light pipe wasn't giving as much light as expected. When the light pipe was removed from the eye, it was warm to the touch and the tip was charred. The light pipe was switched out to finish the case. No pt injury was reported.

Manufacturer narrative:
The light pipe has been received and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).